Manufacturer narrative:
(B)(4)

Event description:
Doctor reports that the iuniht screw fractured in the patient's mouth.

Manufacturer narrative:
The reported product was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed a device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium hexed screws it is recommended to torque at 20ncm. Complaint indicates screw fracture and removal. The complaint is non-verifiable, as the product was not returned. A root cause for this complaint could not be determined. The following sections were updated: UDI: (B)(4).